Event description:
It was reported that a revision surgery was needed to remove creo hardware due to patient infection post operatively.

Manufacturer narrative:
The device was not available for evaluation. It was confirmed that there was a revision surgery performed due to an infection that spread to tissue adjacent to the construct. The patient is bedridden; the infection likely originated at an open bed-sore and spread into the patient's spine, however, due to a lack of information, no determinations could be made as to the cause of the reported issue.